Manufacturer narrative:
It was reported that the tip of a drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The rep believes the surgeon inserted the drill into the drill guide at an angle which may have caused the drill to get caught on the edge of the drill guide. The device was not returned to the manufacturer for evaluation. The UDI referenced is for the sterile kit (sk14) the device is distributed in. The device history records were reviewed for all possible devices/lots and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause of what was reported is that the drill broke due to impact with another device (drill guide). A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. A backup device was available to successfully complete the case with no additional patient outcomes.